Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had acute intracerebral hemorrhage (ich) findings on a brain computed topography (CT). The patient experienced headache but the root cause of the ich was not identified. Neurosurgery was consulted and it was a mild ich and said follow-up tests or specific treatment were unnecessary due to the trend of improvement. On 04may2023 the patient was discharged from the hospital after their condition improved without any specific complications. It was noted that regular medical follow up was to be followed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.